Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the customer acknowledged the instructions to contact again if the malfunction recurred. The customer was advised to continue using the pump.